Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the power conversion board and the isolated stand alone board were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter name was not available at the time of filing. A manufacturer representative went to the site to test the equipment. The reported issue was replicated. No components were r eplaced or returned to the manufacturer for analysis on the date of filing. Results of the evaluation were not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that motion was stuck during initialization. This issue was confirmed by a physician. There was no patient present.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis via functional testing, performance testing, and visual/physical examination could find no failure with this component. Testing could not confirm the reported issue. The pendant booted and readied as normal. Usability test passed and invalidate home was successful. All pendant control keys performed as expected. Performed 2d and 3d imaging, passed. Pendant functioned as expected. The power conversion enclosure was replaced twice at the site. Both power conversion enclosures were returned to the manufacturer for analysis. The first power conversion enclosure was analyzed via functional testing, performance testing, usability inspection, examination of similar product, and visual/physical examination. There was no fault found with this component. Enclosure power conversion passed bench test. Motion and generator readied. Communication and charging succeeded. 3d and 2d were acquired successfully. Drive capabilities were active. The second power conversion enclosure was analyzed via functional testing and examination of similar product. There was an electrical failure with this component that confirmed the reported issue. The power enclosure converter failed bench test. Transistor q1 failed; shorted. The stand alone board was analyzed via visual/physical examination and the reported issue was confirmed. Components of the stand alone board were electrically over stressed leading to an electrical failure. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.